Manufacturer narrative:
The returned valve was patent. It was returned at pressure level 1.5, and was not adjustable to another setting. Dissection of the valve showed debris in the adjustment mechanism. The debris was stuck to the rotor and cassette housing, preventing rotor movement. A review of the manufacturing records was not possible as no lot number was not provided. All of our products are 100% tested at the time of MFR.

Event description:
It was reported that the valve had been implanted for approx three years and was stuck at pressure level 1.5. The valve was explanted and replaced with another valve.